Event description:
The customer reported via phone call that their belt clip broke and their blood sugar was less than 600 mg/dl that day since they did not eat anything. Customer drank water and fluids all day since they suffer from dawn phenomenon. Customer had a little chocolate bunny and drank fluids until the next morning. Customer's blood glucose was at 454 mg/dl and they were fine. Customer declined troubleshooting for blood glucose and stated that they treated with water and fluids throughout the day per her health care professional's instructions. Customer stated that they did not take any insulin for their high blood glucose as they felt the meter was incorrect because it read less than 600 mg/dl and then 454 mg/dl. Customer had spoken with their health care professional and they will monitor their blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.